Event description:
It was reported that the doctor implanted the tibia plateau and approximately five minutes after mixing the cement, attempted to impact the femur. It was reported that the cement hardened, so quickly that the final impaction of the femur could not be completed, femur could not be positioned properly and the procedure needed to be revised.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.